Event description:
A non health care professional reported that during surgery when the intraocular lens (iol) was being inserted noticed that 3 small cracks centrally located in the optic, patient contact occurred and procedure completed the same day. Additional information has received it stated the cracks were visible after insertion. The iol was explanted during initial procedure. There was no impact to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.9.,e.1.,h.3., h.6., and h.11. The lens and used company cartridge were returned in a small plastic blister tray. The lens was returned cut into two pieces across the center. The lens was cleaned with klrp. One portion had cracked areas from the edge into the center. Small parallel cracks were observed on the edge. A small chip was observed on the optic edge. Some of the cracks may have been caused during the removal. The returned, used company cartridge was evaluated. Inadequate viscoelastic was observed in the cartridge. Tip stress was observed. The tip had a scrape mark on the bottom. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results for the presence of top coat. There was disruption at the scraped area. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the lens damage may be related to a failure to follow the instructions for use (IFU). The lens had damage that may indicate a plunger override occurred. Inadequate viscoelastic was observed in the returned used company cartridge. The cartridge had heavy tip stress. The cartridge also had a scrape on the bottom of the tip. This may indicate the lens/plunger were not in acceptable positions for advancement. Topcoat dye stain testing was conducted with acceptable results. The IFU instructs to completely fill the cartridge with viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The manufacturer internal reference number is: (B)(4).